Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical support requesting guidance with a supply change. The customer stated the pump displayed a notification that deliveries have suspended. The customer could not recall if had pressed prompts on screen or had received any alarms. The customer's blood glucose levels (bg) were 396 mg/dl. The customer delivered a bolus to address bg level.